Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, high, out of range high voltage lead impedance was observed. A possible svc coil issue was suspected. Programming changes and further testing were recommended.